Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited low impedances which were less than 200 ohms. The suspected cause of the observations was noted to be an insulation breach, although it was not confirmed. The patient's right atrial lead was surgically abandoned and the device remains in service. No additional adverse patient effects were reported.